Event description:
Pt reported obtaining a blood glucose result of 77 mg/dl in a hospital laboratory and 76 mg/dl on a physician's device. Less than 10 minutes later, patient reportedly retested blood glucose using the suspect device and obtained a result of 209 mg/dl. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product for evaluation.